Event description:
Nellcor puritan bennett received a report from a respiratory therapist that the unit did not provide an audio tone following the speaker upgrade. (Z0664-05) there was no patient harm reported.

Manufacturer narrative:
The eval concluded that the failure was isolated to the speaker. The speaker appeared to have been physically damaged.